Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they needed to put the device into MRI mode, but they were unable to connect to the ins. They were able to confirm they were using the right application and the bluetooth light was solid on the communicator. When they placed the communicator over the ins it would say device not found. They had been trying for 10-15 minutes and were familiar with the process. They tried placing a barrier between the two devices, but the issue was not resolved by the end of the call.